Event description:
It was reported that on (B)(6) 2014 the patient began experiencing respiratory distress and fever. The patient was hospitalized in the ICU (intensive care unit). The hcp was concerned that the baclofen pump might be contributing to these symptoms so the pump was programmed to minimum rate on (B)(6) 2014. The pump was used to deliver lioresal. Additional information later reported the cause of the issue was uti, refractory to treat. It was noted that the pump did not contribute the respiratory distress and fever, no device problem. The symptoms the patient experienced were dysuria, incontinence and respiratory failure. The patient was indicated as ¿doing better¿ and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).